Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
R total hip corail asr was placed into patient 2009. Dr. (B)(6) was informed of patients pain in right hip on saturday (B)(6) 2018. Acetabulum was replaced a pinnacle cup and corail stem was left in place on (B)(6). Patient consequence?: yes. Patient consequence description: patient required revision surgery. Cup and head were removed and replaced. Action taken for procedure: revision surgery. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.